Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 30-nov-2018. The most recent information was received on 12-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)/bleeding:other') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from 2012 to 2014. Concurrent conditions included painful periods, foggy feeling in head, migraine, bruising, gastrointestinal disorder, pelvic pain, genital bleeding, fibroids, cystoscopy, chronic cervicitis, paratubal cyst, depression and oral pain. Concomitant products included ethinylestradiol;norgestimate (trinessa) from 2007 to 2015, gabapentin since 2010 and lactobacillus acidophilus (florajen). On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) / bleeding") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2017, the patient experienced bacterial vaginosis ("infection (other) describe: bacterial vaginosis"). In 2017, the patient experienced back pain ("back pain"), rheumatoid arthritis (seriousness criterion medically significant), arthralgia ("joint pains / elbow pain / elbow hurts on left side/joint pain"), alopecia ("losing a lot of hair") and fatigue ("very fatigue"). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"), hypoaesthesia ("numbness on my legs mostly the right one"), arthritis ("arthritis in right thumb"), tendonitis ("tendinitis on my right pinky"), muscle spasms ("cramping from waist down / muscle spasms on both legs including toes"), pain in extremity ("hands hurts so bad"), paraesthesia ("tingling on legs mostly the right one"), fungal infection ("yeast infection"), arthropathy ("autoimmune disorder type of disorder: joint problems") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the menorrhagia, back pain, rheumatoid arthritis, arthralgia, vaginal haemorrhage, dyspareunia, urinary tract infection, hypoaesthesia, bacterial vaginosis, arthritis, tendonitis, muscle spasms, pain in extremity, paraesthesia, fungal infection, arthropathy and vaginal infection outcome was unknown and the alopecia and fatigue was resolving. The reporter provided no causality assessment for alopecia, arthralgia, arthritis, bacterial vaginosis, fatigue, fungal infection, hypoaesthesia, muscle spasms, pain in extremity, paraesthesia, tendonitis and urinary tract infection with essure. The reporter considered arthropathy, back pain, dyspareunia, menorrhagia, rheumatoid arthritis, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: an injury (required intervention) was mentioned but not specified and /or assigned to one of the events discrepancy noted for date(s) of insertion: (B)(6)2015 and (B)(6)2015. Date leave began: (B)(6)2018. Date leave ended: (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2015: total bilateral occlusion. Imaging procedure - on (B)(6)2015: bilateral occlusion. Ultrasound scan - on (B)(6)2018: bilateral essure coils and anterior fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dyspareunia, arthralgia, bacterial vaginosis, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Lab data and event vaginal infection added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5081410) on 30-nov-2018. The most recent information was received on 03-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') and hypoaesthesia ('numbness on my legs mostly the right one') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from 2012 to 2014. Concurrent conditions included painful periods, foggy feeling in head, migraine, bruising, gastrointestinal disorder, pelvic pain, genital bleeding, fibroids, cystoscopy, chronic cervicitis, paratubal cyst, depression and oral pain. Concomitant products included ethinylestradiol;norgestimate (trinessa) from 2007 to 2015, gabapentin since 2010 and lactobacillus acidophilus (florajen). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2017, the patient experienced bacterial vaginosis ("infection (other) describe: bacterial vaginosis"). In 2017, the patient experienced back pain ("back pain"), rheumatoid arthritis (seriousness criterion medically significant), arthralgia ("joint pains / elbow pain / elbow hurts on left side/joint pain"), alopecia ("losing a lot of hair") and fatigue ("very fatigue"). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"), hypoaesthesia (seriousness criterion medically significant), arthritis ("arthritis in right thumb"), tendonitis ("tendinitis on my right pinky"), muscle spasms ("cramping from waist down / muscle spasms on both legs including toes"), pain in extremity ("hands hurts so bad"), paraesthesia ("tingling on legs mostly the right one"), fungal infection ("yeast infection") and arthropathy ("autoimmune disorder type of disorder: joint problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, back pain, rheumatoid arthritis, arthralgia, vaginal haemorrhage, dyspareunia, urinary tract infection, hypoaesthesia, bacterial vaginosis, arthritis, tendonitis, muscle spasms, pain in extremity, paraesthesia, fungal infection and arthropathy outcome was unknown and the alopecia and fatigue was resolving. The reporter provided no causality assessment for alopecia, arthralgia, arthritis, bacterial vaginosis, fatigue, fungal infection, hypoaesthesia, muscle spasms, pain in extremity, paraesthesia, tendonitis and urinary tract infection with essure. The reporter considered arthropathy, back pain, dyspareunia, menorrhagia, rheumatoid arthritis and vaginal haemorrhage to be related to essure. The reporter commented: an injury (required intervention) was mentioned but not specified and /or assigned to one of the events discrepancy noted for date(s) of insertion: (B)(6) 2015 and (B)(6) 2015. Date leave began: (B)(6) 2018. Date leave ended: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2015: total bilateral occlusion. Ultrasound scan on (B)(6) 2018: bilateral essure coils and anterior fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dyspareunia, arthralgia, bacterial vaginosis, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received. New events: abnormal bleeding (vaginal, menorrhagia), bacterial vaginosis, joint problems, rheumatoid arthritis, dyspareunia (painful sexual intercourse), back pain, joint pain, fatigue, hair loss, were added. Outcome of the events fatigue and hair loss updated. Case becomes incident. New reporter added, plaintiff's information updated. Date of insertion and removal added. Concomitant drugs and conditions were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.